Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the spo2 socket is intermittent. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During functionality testing, an error message appears when the connector was lightly manipulated. The device does not take measurements when the error is present. Internal inspections found recessed pins on the connector which prevent contact with the sensor. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the spo2 socket is intermittent. No patient impact or consequences were reported.